Event description:
It was reported that after an uneventful insertion of the iab in the patient's right femoral artery, blood was noted entering the helium tubing. The iab was removed and replaced without any complications.